Event description:
The peritoneal dialysis pt reported a fluid leak. The tubing on the drain line was punctured and leaked during the pt's treatment. Pt checked all around the lines and did not find any other source of a leak. The leak was identified during drain 2 of 5. The pt drained out 1829/1999ml.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process control were within specification.